Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitoring data was not displaying on the ilet, consistent with signal loss between the sensor and the pump; the user was guided to toggle the cgm setting on the pump between g7 and g6 and to re-enter the sensor pairing code, after which the pump entered pairing mode and the sensor pairing process began. Symptoms included no device alerts or alarms related to the sensor on the pump. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education regarding sensor pairing and configuration. Investigation of this case revealed a communication and configuration issue between the cgm and the ilet that was resolved through reconfiguration and re-pairing, consistent with user setup error or transient cgm communication disruption, rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error or temporary communication behavior related to device configuration and pairing.